Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed but did not reproduce the reported system error 105 caused by a failed motor with severed motor screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.